Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: gt9882 oer-pro installation manual chapter 4 installation of equipment 4.1 installation conditions drain conditions a floor drain is recommended. 4.3 connection of the drain hose caution install the drain hose so that its maximum height is 60 cm (23 in) or less. Otherwise, discharge failure may cause the reprocessor to malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) the customer stated that the other end of the hose was now sitting 5'8" above the ground. The customer stated that it had been in this condition before. A sister unit is nearly the same. The rinse test function completed without issue. However, when the drain pump stops the remaining fluid is fighting gravity to empty out. Tac representative sent the customer the installation manual for reference. The customer stated that he does not need any additional assistance at this time. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor was unable to drain fully. The issue occurred during an unknown event. There were no reports of patient harm.